Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 consistent with a motor stall, prompting multiple restarts and a device replacement, and the user was counseled on shutdown, return, and re-startup procedures. Symptoms included hyperglycemia with a reported peak of 380 mg/dl and prolonged elevation above 180 mg/dl exceeding 90 minutes. Outcomes included self-management without hospitalization or professional medical intervention, use of backup insulin therapy with 17 units of humalog, and no ketone testing. Investigation included technical troubleshooting, user education, and replacement of the device. Investigation of this device revealed a pump motor malfunction consistent with a motor stall alert, with resolution via replacement and no additional component failures reported. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the pump motor.